Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The access port connector associated with this report has been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged adverse event which resulted in the explantation of the lap-band access port. Follow-up findings: the surgeon confirmed there was a "port leak" at the "connector" after the "patient reported a loss of restriction." The leak was confirmed by injecting a mixture of methylene blue and saline into the port. The patient's skin around the port site turned blue, confirming a leak. Port was tested again with methylene blue during explant surgery." The port was removed and replaced.